Event description:
In 06, kinetikos medical, inc., was informed of the explant of a uni2 carpal plate implant from a female pt in chicago, il, 05 following a traumatic episode which resulted in wrist implant damage necessitating component replacement. The explanted component was returned to kmi for eval in 5/06. The original implant surgery date was 8/03. Product report #060503 was initiated to facilitate documentation of the investigation. Identifying the root cause info collected in conjunction with this explant included: - implant part number and lot # - pt sex (female) - returned components - the explant date (5/5/06) - product description - circumstances surrounding the need for the explant - physicians name and address. Kinetikos medical sub-rep forwarded the explanted carpal plate to kmi qa (received and evaluated in 5/06). A teleconference was held during which the following details were provided: rep had been present at the surgery. He advised that dr. Has performed uni2 implants in the past (6 total on record), including the original implant of this device in 8/03. - the pt was an obsese female (estimated to be 250-300lbs). She has reported a trauma to thw wrist area (a forward fall in which she reflexively attempted to brace the impact using her arms/hands). - x-rays confirmed the stem of the uni2 carpal plate had broken close to the base. - the explant and component replacements were performed without incident; the pt's prognosis is good. The lot history and order entry records of the specific part lot was researched. Using this info, receiving inspection records and sterilization and packaging records were reviewed, none of which revealed any mfg process deficiencies or material anomalies. Given the info disclosed by the pt directly with the kinetikos medical rep, it can be concluded that the root cause of the broken carpal plate component was impact trauma. Given all info made available and the absence of any findinds that would suggest a deficiency in the implant, no corrective action or preventive actions are prescribed at this time. The documented success rate of the universal total wrist system, (2 explants from over 950 surgeries since product's inception) clearly substantiates the product's safety and efficacy.